Manufacturer narrative:
At assembly process there is mechanism control to check the stopper leakage. Review of the DHR showed that checking sensor and testing on leak test station per shift with no abnormality observed. Current control there is a daily qa routine leak test inspection in place to check for syringe leakage. Due to no sample was returned for further investigation, root cause could not be determined. Complain will be monitored and reopened if sample is returned.

Event description:
Drug leakage form the stopper.

Event description:
It was reported that the bd syringe 10ml ll had leakage past the stopper. The following information was provided by the initial reporter: "drug leakage form the stopper."

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.